Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a boot up failure. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered, as the device was in storage. A manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse powered the unit on and noticed multiple diagnostic codes related to voltage "111b" check vent: 35 v supply failed; "1127" check vent: ovp circuit failed; and "1118" 5 v supply failed. The motor controller (mc) was not reporting as installed. The fse perform the required performance verification tests as required from the service manual, relating to power and the mc not showing up. The fse replaced the original power management (pm) pcba with a replacement and powered up the unit. The ventilator failed with the same codes. At this time the customer stated they would take over and complete the repair. The fse removed the new pm pcba and installed the original pm pcba back into the unit. The customer reported that they replaced the mc pcba and the unit powered on without a failure and resolved the reported problem. The device was returned to service.